Manufacturer narrative:
On (B)(6) 2008, haemonetics received an orthopat machine for service. No injury or reaction was reported. Upon eval of the device a saline spill was found on the driver board and power supply. The coverlock was also jammed. During testing it was discovered that the leaking was caused by a weak compressor. The device was decontaminated and all components which were damaged were replaced including the coverlock and the compressor. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 uscd 360i (f). (B)(4).

Event description:
On (B)(6) 2008, haemonetics received an orthopat machine for service. No injury or reaction was reported.